Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was completed. The event history log review identified the reported issue to be a system error 2046 (negative p tank low) alarm. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. An external visual inspection was performed and passed; however, an internal visual inspection was performed and failed due to fluid contamination found throughout the device from the door assembly through the manifold and into the negative tank. The homechoice return instrument evaluation (rite) functional test failed for being received inoperative. The homechoice rite electrical safety analyzer test failed specifications during the earth leakage current test. Upon completion of the investigation, the direct cause for the reported issue was identified to be fluid ingress. The entire device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown system error. It was unknown when the event occurred. The technical services representative assisted the caregiver with ending therapy and advised that they complete therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, or if additional relevant information is obtained, a supplemental report will be submitted.